Event description:
The issue reported involved a time discrepancy on the customer's pump, which was greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump¿s time and advised monitoring for discrepancies, with a follow-up recommended if the issue recurred. The customer understood and acknowledged the guidance.